Event description:
It was reported that on (B)(6) 2012, the patient was diagnosed via examination and palpation with skin erosion over the pump site. The same day, the pump was ¿removed, inspected and put back¿. As of (B)(6) 2012, the patient had recovered without sequela. The severity of the event was noted to be ¿moderate¿. The pump was delivering baclofen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).